Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, when the physician pulled the mesh leg through the right sacrospinous ligament, the dilator and the suture broke off inside the patient and were retrieved with a hemostat. The case was completed with another pinnacle anterior/apical kit, with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.